Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation ¿ evaluation as reported, the balloon of a 'bakri tamponade balloon catheter' was found to be leaking during treatment of postpartum hemorrhage, secondary to uterine atony. Following a cesarean section, the patient had an 800ml blood loss in which was attempted to be treated with an unknown medication. The user placed the device vaginally, using toothless sponge forceps. When the user attempted to inflate the balloon, the balloon would not inflate. The user then removed the balloon and found the balloon had ruptured. Another balloon was used to complete the procedure. Following the device issue, the patient lost approximately 20ml of blood for a total estimated blood loss of ~820ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device was returned without package or label. The returned device did not appear to be a cook bakri balloon. The device was too opaque and the silicone was thicker and heavier than the cook bakri. The customer has replied that the returned device was a cook balloon, and that the product was soaked in disinfectant, which could have caused the balloon material to change physical properties. Either the device was not manufactured by cook, or it has been altered significantly from the state in which it was produced and used. In either case, it could not be used to confirm the complaint. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Review of the device history record, complaint history, and quality control documents does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the balloon of a 'bakri tamponade balloon catheter' was found to be leaking during treatment of postpartum hemorrhage, secondary to uterine atony. Following a cesarean section, the patient had an 800ml blood loss in which was attempted to be treated with an unknown medication. The user placed the device vaginally, using toothless sponge forceps. When the user attempted to inflate the balloon, the balloon would not inflate. The user then removed the balloon and found the balloon had ruptured. Another balloon was used to complete the procedure. Following the device issue, the patient lost approximately 20ml of blood for a total estimated blood loss of ~820ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.